Event description:
Patient returned to surgeon for follow up visit after a wrist arthrodesis; implanted with lcp wrist fusion standard bend plate and screws on (B)(6) 2012. X-rays, unknown date, showed the wrist did not fuse. Patient was returned to or on (B)(6) 2012, hardware was removed, patient was revised to another plate and screws and bone graft. The procedure was completed successfully. This is 2 of 9 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.